Event description:
It was reported that during a stenting procedure, stent movement on the stent delivery system (sds) and stent damage was observed. The lesion was located in the hepatic portal region, the vessel and lesion characteristics are unk. The 10 x 60 x 75cm express biliary ld stent was advanced to the lesion, however, the physician noted that the stent had moved on the balloon of the sds. The sds was removed and upon removal, it was also noted that the stent was damaged. The procedure was completed with another of the same device. No pt injury or complications were reported. The pt's condition was reported as "fine".